Event description:
It was reported that during annual/preventative maintenance, it was noted that the damaged bottom roll and several damaged cutters needed to be replaced. Evaluation later found that this cutter did not pass the sample mesh cut test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number: (B)(6). Evaluation of the cutter determined that the cutter failed the cutting tests and were returned as is. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.